Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer mother belive that the product is working as intended. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. Mother is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of increased urination, increases thirst, nausea, and pallor. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/22/2019 and open vial date is four days ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : hi date: (B)(6) 2018 time:12:24 pm fasting; result 2 :476mg/dl date: (B)(6) 2018 time:3:23pm fasting; result 3 :299mg/dl date:(B)(6) 2018 time:11:42am fasting; result 4 :347mg/dl date:(B)(6) 2018 time: 6:13am fasting; result 5 :436mg/dl date:(B)(6) 2018 time:5:32am fasting. Customer`s mom called in concerned with e-3 and e-5. After performing the blood test, results was hi. Customer has increased urination, increases thirst, nauseated, and pale. Customer is a (B)(6) and mother sates that customer has uncontrollable type 1 diabetes. There is no expected range. Customer does not believe that the meter is giving inaccurate results and refused replacement. Customer will not seek medical intervention.